Manufacturer narrative:
This information was previously reported under 1822565-2013-01756. The primary notes received state there was severe patellofemoral arthrosis involved. A mini lateral release was performed for better patellar tracking and found to be excellent after this was performed. Post-operative radiology report stated the knee components were in approximate anatomic alignment. No visit notes or further information was received regarding current condition or placement of the patella. As such, a root cause for this event remains undetermined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patella tilted a few months ago and the inner side protrudes upward. The patient is experiencing pain and swelling.